Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported that per the logs they were expecting the pump to be empty on (B)(6) 2019 as the empty reservoir alarm occurred on (B)(6) 2019. It was reported the device was accessed and the actual reservoir volume was 5 ml while the expected reservoir volume was 0 ml.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indication for use was lumbar radiculopathy and spinal pain. On (B)(6) 2019 it was reported that the pump was alarming. The patient¿s pump ran out of drug. There were no diagnostics or troubleshooting performed. The patient was scheduled for a refill. It was unknown if the issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury. Additional information received from the healthcare provider via the company representative on (B)(6) 2019 reported that the cause for the empty pump was the patient missed a refill appointment. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative on 29-jul-2019 who reported that the patient had a dye study that went well, and the catheter was patent. The patient was getting good therapy. Review of the logs confirmed that the empty pump occurred on (B)(6) 2019 and the pump was refilled on (B)(6) 2019. The hcp (healthcare professional) at the previous refill tried to program the empty pump to occur on a particular day and they believed that this was why they missed the date. The reporter was planning to go to the hcp office for further education on programming to avoid any further empty pumps from occurring. No further complications were reported/anticipated.